Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), dyspareunia ("painful sex"), abdominal distension ("bloating"), migraine ("migraines") and pain ("pain"). The patient was treated with surgery (essure will be removed on (B)(6) 2018). At the time of the report, the abdominal pain, genital haemorrhage, anxiety, depression, dyspareunia, abdominal distension, migraine and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, migraine and pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('abdominal pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo essure confirmation test: no". And device ineffective "device ineffective". The patient's medical history included: colonoscopy (surgical history: 2010) in 2010, multigravida and parity 4 (2003 , 2006, 2007, 2009). Concurrent conditions included: overweight, anxiety, depression, menometrorrhagia, menses irregular and uterine fibroids. Concomitant products included: ethinylestradiol;levonorgestrel (levonorgestrel + ethinylestradiol) from (B)(6) 2017 for uterine bleeding, as well as amitriptyline. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). In 2016, the patient experienced dyspareunia ("painful sex"), pelvic pain ("pain"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), mood altered ("change of mood") and vaginal discharge ("vaginal discharge"). And was found to have weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), abnormal uterine bleeding ("aub") and mood swings ("mood swing"). And was found to have uterine leiomyoma ("intramural leiomyoma of uterus/uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage ("clots"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("bloating") and loss of libido ("lack of sex drive"). The patient was treated with surgery (vaginal hysterectomy, with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, genital haemorrhage, pregnancy with contraceptive device, anxiety, depression, dyspareunia, abdominal distension, migraine, pelvic pain, heavy menstrual bleeding, dysmenorrhoea, fatigue, alopecia, loss of libido, nausea, mood altered, headache, vaginal discharge, weight decreased, abnormal uterine bleeding, uterine leiomyoma and mood swings outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown, whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, loss of libido, migraine, mood altered, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted, date of implant: (B)(6) 2009. Current weight 175 lbs. Essure removal date updated from (B)(6) 2018 to (B)(6) 2021. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 26.6 kg/sqm. Pregnancy test urine: on an unknown date, negative; ultrasound pelvis: on (B)(6) 2007, the uterus is not enlarged. And measures approximately 8.8 x 6.8 x 4.9 cm in craniocaudal ap and transverse dimensions respectively. The endometrium measures approximately 4 mm in diameter and is not thickened. Multiple intramural fibroids are present in the right uterine body and uterine fundus. The largest measures approximately 2.6 x 1.8 x 2.0 cm. The right ovary measures approximately 2.8 x 2.4 x 2.3 cm and the left ovary measures approximately 2.8 x 1.9 x 1.6 cm. Normal symmetric flow with color doppler is present within both ovaries. No adnexal mass or free pelvic fluid is seen; on (B)(6) 2017, uterus measures 8.9 x 7.3 x 5.3 cm in size endometrial measures 1.5 cm. Right ovary measures 3.5 x 3.5 x 2.3 cm in size. Left ovary measures 2.5 x 1.8 x 1.3 cm, small amount of free fluid in the cul-de-sac. Flow is demonstrated to the ovaries bilaterally. Impression: mildly thickened endometrial stripe; on (B)(6) 2017, the uterus is not enlarged and measures approximately 8.8 x 6.8 x 4.9 cm in craniocaudal ap and transverse dimensions respectively. The endometrium measures approximately 4 mm in diameter and is not thickened. Multiple intramural fibroids are present in the right uterine body and uterine fundus. The largest measures approximately 2.6 x 1.8 x 2.0 cm. The right ovary measures approximately 2.8 x 2.4 x 2.3 cm and the left ovary measures approximately 2.8 x 1.9 x 1.6 cm. Normal symmetric flow with color doppler is present within both ovaries. No adnexal mass or free pelvic fluid is seen. Ultrasound scan: on an unknown date, result not provided; on (B)(6) 2012, obstetric ultrasound using transabdominal sonography was performed on your patient with special attention to fetus, due to patients history. Impression: 1) (B)(6) weeks and 0 days size intrauterine pregnancy, based on (B)(6) weeks question. 2) essure device are seen uterus real time obstric ultrasound using transvaginal sonography reveals, a single gestational sac compatible with (B)(6) weeks and 0 days, based on (B)(6) weeks gestation. Fetus: the sac revels, no sac malformation fetal age: crown lump length measure 30.7 mm, compatible with an estimated age (B)(6) weeks and 0 days. Implantation site: in uterus is normal. No evidence of ectopic or corneal pregnancy is seen. Fetal heart: 176 bpm. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain, aub, deep dyspareunia, dysmenorrhea, nausea, heavy bleeding, headache, vaginal bleeding, abdominal pain, uterine fibroids. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-sep-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included colonoscopy (surgical history- 2010) in 2010, multigravida and parity 4 (2003 , 2006, 2007, 2009). Concurrent conditions included overweight, anxiety, depression, menometrorrhagia, menses irregular and uterine fibroids. Concomitant products included ethinylestradiol;levonorgestrel (levonorgestrel + etinilestradiol) from (B)(6) 2017 to (B)(6) 2017 for uterine bleeding as well as amitriptyline. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). In 2016, the patient experienced dyspareunia ("painful sex"), pelvic pain ("pain"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), mood altered ("change of mood") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), headache ("headaches"), abnormal uterine bleeding ("aub") and mood swings ("mood swing") and was found to have uterine leiomyoma ("intramural leiomyoma of uterus/uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage ("clots"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("bloating") and loss of libido ("lack of sex drive"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, genital haemorrhage, pregnancy with contraceptive device, anxiety, depression, dyspareunia, abdominal distension, migraine, pelvic pain, heavy menstrual bleeding, dysmenorrhoea, fatigue, alopecia, loss of libido, nausea, mood altered, headache, vaginal discharge, weight decreased, abnormal uterine bleeding, uterine leiomyoma and mood swings outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, loss of libido, migraine, mood altered, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted : date of implant :08-aug-09. Current weight 175 lbs. Essure removal date updated from (B)(6) 2018 to (B)(6) 2021. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Pregnancy test urine - on an unknown date: negative. Ultrasound pelvis - on (B)(6) 2007: the uterus is not enlarged and measures approximately 8.8 x 6.8 x 4.9 cm in craniocaudad ap and transverse dimensions respectively. The endometrium measures approximately 4 mm in diameter and is not thickened. Multiple intramural fibroids are present in the right uterine body and uterine fundus. The largest measures approximately 2.6 x 1.8 x 2.0 cm. The right ovary measures approximately 2.8 x 2.4 x 2.3 cm and the left ovary measures approximately 2.8 x 1.9 x 1.6 cm. Normal symmetric flow with color doppler is present within both ovaries. No adnexal mass or free pelvic fluid is seen; on (B)(6) 2017: uterus measures 8.9 x 7.3 x 5.3 cm in size endometrial measures 1.5 cm. Right ovary measures 3.5 x 3.5 x 2.3 cm in size. Left ovary measures 2.5 x 1.8 x 1.3 cm. Small amount of free fluid in the cul-de-sac. Flow is demonstrated to the ovaries bilaterally. Impression: mildly thickened endometrial stripe; on (B)(6) 2017: the uterus is not enlarged and measures approximately 8.8 x 6.8 x 4.9 cm in craniocaudad ap and transverse dimensions respectively. The endometrium measures approximately 4 mm in diameter and is not thickened. Multiple intramural fibroids are present in the right uterine body and uterine fundus. The largest measures approximately 2.6 x 1.8 x 2.0 cm. The right ovary measures approximately 2.8 x 2.4 x 2.3 cm and the left ovary measures approximately 2.8 x 1.9 x 1.6 cm. Normal symmetric flow with color doppler is present within both ovaries. No adnexal mass or free pelvic fluid is seen. Ultrasound scan - on an unknown date: result not provided; on (B)(6) 2012: obstetric ultrasound using transabdominal sonography was performed on your patient with special attention to fetus due to patients history. Impression- 1) 10 weeks and 0 days size intrauterine pregnancy, based on 40 weeks question. 2)essure device are seen uterus- real ¿ time obstric ultrasound using transvaginal sonography reveals a single gestational sac compatible with 10 weeks and 0 days, based on 40 weeks gestation. Fetus- the sac revels no sac malformation fetal age- crown lump length measure 30.7 mm, compatible with an estimated age 10 weeks and 0 days. Implantation site- in uterus is normal no evidence of ectopic or corneal pregnancy is seen. Fetal heart ¿ 176 bpm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,aub ,deep dyspareunia,dysmenorrhea ,nausea ,heavy bleeding, headache ,vaginal bleeding ,abdominal pain, uterine fibroids. Most recent follow-up information incorporated above includes: on 15-sep-2021: mr received. Product removal date and removal surgery updated, action taken with drug, rcc added. Seriousness criteria removed for event "genital hemorrhage and pregnancy with contraceptive device". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("clots") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test: no" and device ineffective "device ineffective". The patient's medical history included gravida I and parity 1. Concurrent conditions included overweight, anxiety, depression, menometrorrhagia, menses irregular and uterine fibroids. Concomitant products included ethinylestradiol;levonorgestrel (levonorgestrel + ethinyloestradiol) from (B)(6)2017 to (B)(6)2017 for uterine bleeding as well as amitriptyline. In (B)(6)2009, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced dyspareunia ("painful sex"), pelvic pain ("pain"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), mood altered ("change of mood") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). In (B)(6)2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), headache ("headaches"), uterine haemorrhage ("aub") and mood swings ("mood swing") and was found to have uterine leiomyoma ("intramural leiomyoma of uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), abdominal distension ("bloating") and loss of libido ("lack of sex drive"). The patient was treated with surgery (essure will be removed on (B)(6)2018). At the time of the report, the abdominal pain, genital haemorrhage, pregnancy with contraceptive device, anxiety, depression, dyspareunia, abdominal distension, migraine, pelvic pain, menorrhagia, dysmenorrhoea, alopecia, loss of libido, nausea, mood altered, headache, vaginal discharge, weight decreased, uterine haemorrhage, uterine leiomyoma and mood swings outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, mood altered, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted : date of implant :(B)(6)09. Also, discrepancy noted in essure removal (essure removal scheduled on (B)(6)2018, however, as per the current version, essure has not been removed, nor it has been planned). Current weight 175 lbs. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Pregnancy test urine - on an unknown date: negative. Ultrasound pelvis - on (B)(6)2007: the uterus is not enlarged and measures approximately 8.8 x 6.8 x 4.9 cm in craniocaudal ap and transverse dimensions respectively. The endometrium measures approximately 4 mm in diameter and is not thickened. Multiple intramural fibroids are present in the right uterine body and uterine fundus. The largest measures approximately 2.6 x 1.8 x 2.0 cm. The right ovary measures approximately 2.8 x 2.4 x 2.3 cm and the left ovary measures approximately 2.8 x 1.9 x 1.6 cm. Normal symmetric flow with color doppler is present within both ovaries. No adnexal mass or free pelvic fluid is seen; on (B)(6)2017: uterus measures 8.9 x 7.3 x 5.3 cm in size endometrial measures 1.5 cm. Right ovary measures 3.5 x 3.5 x 2.3 cm in size. Left ovary measures 2.5 x 1.8 x 1.3 cm. Small amount of free fluid in the cul-de-sac. Flow is demonstrated to the ovaries bilaterally. Impression: mildly thickened endometrial stripe; on (B)(6)2017: the uterus is not enlarged and measures approximately 8.8 x 6.8 x 4.9 cm in craniocaudal ap and transverse dimensions respectively. The endometrium measures approximately 4 mm in diameter and is not thickened. Multiple intramural fibroids are present in the right uterine body and uterine fundus. The largest measures approximately 2.6 x 1.8 x 2.0 cm. The right ovary measures approximately 2.8 x 2.4 x 2.3 cm and the left ovary measures approximately 2.8 x 1.9 x 1.6 cm. Normal symmetric flow with color doppler is present within both ovaries. No adnexal mass or free pelvic fluid is seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,aub ,deep dyspareunia,dysmenorrhea ,nausea ,heavy bleeding, headache ,vaginal bleeding ,abdominal pain. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received : reporter's information updated. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes describe: lack of sex drive, nausea, change of mood, migraines / headaches, nausea, pain, pregnancy (no complications), vaginal discharge, weight gain / loss specify which one: weight loss, other injury(ies) or complication (s) please describe: aub; intramural leiomyoma of uterus were added. Lab data , concomitant drugs, medical history were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.